Event description:
It was reported the pt was unable to increase the amplitude of the stimulation due to auto-reduction. The sjm rep met with the pt and determined the stimulation was not in the correct location. Reprogramming was unable to resolve the issue, so the physician planned to undertake surgical intervention at a future date. It was reported the pt had other health issues which could delay the procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.